Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that it was confirmed that the issue was the site not turning the computer off properly. The medtronic representative provided site training on how to properly shut down the system.

Event description:
A medtronic representative reported that the system was unresponsive during testing. The rep restarted the system and it regained function. The site suspected that the computer was not being shut down properly. No patient was present during the time of the reported incident.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.